Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarms. The customer's blood glucose was 107 mg/dl. The customer stated that the insulin did not exit and pump alarmed no delivery. Customer reported insulin does not exit and there was greater than normal resistance with plunger push. The customer was advised to remain disconnected. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing. The reservoir will not be returned for analysis.